Event description:
Boston scientific crm received information regarding a patient with an implantable cardioverter defibrillator (ICD) and atrial lead experienced syncope. It was reported that this device was programmed to aai mode and the patient displayed variable atrial thresholds and loss of capture which resulted in the observed syncope.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. Particularly with regard to the electrical issues as mentioned in the complaint, the analysis did not show any deviations from the electrical specifications. The visual inspection demonstrated a bend in the lead's distal part. Despite these deformations, the fixation helix could be properly extended and retracted. Bending the distal part requires the presence of mechanical stress. There was no evidence of a material or manufacturing problem. Mechanical stress while implanting/explanting the lead should be taken into consideration. The cuttings in the outer insulation are most likely due to the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.